Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. Device history record was reviewed, and no exception documents were found. Should the catheter be returned later, the investigation will be re-opened.

Event description:
The account alleges that during a biopsy procedure, the tip of a biopsy needle detached within the patient's tumor. The initial two previous passes of the biopsy needle were successful. On the third pass, the clinician noted that it was much stiffer and after firing the tip detached within the tumor. An additional biopsy device was utilized to obtain several more specimens from the patient without incidence. The patient was discharged to home with the detached tip embedded within the patient's the tumor. No complications have been experienced by the patient. It was noted that the detached tip will be retrieved when the tumor is surgically removed.